Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No visual abnormalities were observed. The sheath did not pass leak testing. The sheath was leak tested and failed the 15 psi positive pressure testing with the 0.140" and 0.092" pin gauge inserted and the -5 psi vacuum testing with the 0.140" and 0.092" pin gauge inserted and in empty condition. The valves were inspected using microscopy, and a tear in the outer valve was observed, indicating that it was unlikely to seal properly.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation (afib) a faradrive steerable sheath was selected for use, however, the device presented a hemostatic valve leak. No error codes were displayed and there were not any visible physical damages in the luer. The physician then decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device has been returned for laboratory analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation (afib) a faradrive steerable sheath was selected for use, however, the device presented a hemostatic valve leak. No error codes were displayed and there were not any visible physical damages in the luer. The physician then decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.